Event description:
The surgeon at the hospital reported the following event to the hip product development manager: "a revision surgery of a total right hip prosthesis was performed because the patient had pain and an allergic reaction to chrome cobalt."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00596.